Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and a high temperature and occlusion issue occurred. High temperature error was displayed, and the catheter irrigation was found to be occluded. The catheter was replaced, and the issue resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential that these issues could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was returned to the biosense webster failure analysis lab and on 8/30/2018 it was discovered that the tip to shaft transition was slightly detached with reddish material. This finding is MDR reportable. The awareness date has been reset to 8/30/2018, the date of the reportable finding.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and a high temperature and occlusion issue occurred. High temperature error was displayed, and the catheter irrigation was found to be occluded. The catheter was replaced, and the issue resolved. On 8/30/2018 it was discovered that the tip to shaft transition was slightly detached with reddish material. This finding is MDR reportable. On 9/26/2018, further analysis was performed which included a scanning electron microscope (sem) analysis. Sem showed evidence of mechanical damage, stress marks and a separation between tip and shaft. It is possible that the damage was generated with an unknown object and/or excessive force. No other anomalies were observed. The sem findings were assessed and determined to be MDR reportable malfunctions. Product evaluation details: the device was inspected and the tip shaft transition was found slightly detached, also, reddish material was observed. Pu was found around the transition. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 2 and current leakage was observed on electrodes 1, # 2, # 5 and # 6. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The catheter¿s outer diameter was measured and it was found within specification. Irrigation test was performed and the catheter failed. A scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a separation between tip and shaft. It is possible that the damage was generated with an unknown object and/or excessive force. No other anomalies were observed. The damage on the tip is related to the electrical and irrigation failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the tip cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).